Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced chest pain. The same day the pt was hospitalized for the event. Treatment was not reported. Four days later, the pt was discharged from the hospital. At the time of this report, the pt was recovering and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a follow-up will be submitted.